Event description:
It was reported that the patient presented to the emergency room with pre-syncope and shown to be in bradycardia with sinus rhythm at 35-40 beats per minutes. There was no pacing from the device, it was not possible to communicate with the device and no magnet response from the device. The device had rapid depletion from eri (elective replacement indicator) to eol (end of life). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.